Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy procedure. The laparoscopic procedure was originally done and then converted to open. There was no provided information regarding the issue associated with the clip applier device. In order to resolve the issue and complete the case, opened a new clip applier device. There was cordless u/s dissector used as well, it has battery issue. The battery would not charge. The issues with the devices occur during the same patient procedure. But, the issue with one of the devices did not affect the functionality of the other device. There was no patient harm.